Event description:
Submassive pulmonary embolism with shock treated with catheter thrombectomy with a 16fr penumbra device. Ruptured right ventrical with hemopericardium and death resulted. Submassive bilateral pulmonary embloism.